Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hypoglycemia during and after exercise and hyperglycemia after meals while using the ilet, despite attempts such as pretreating for exercise and pausing insulin; education on avoiding pausing during lows was provided and additional training was scheduled. Symptoms included hypoglycemia with readings in the 60s requiring oral glucose and hyperglycemia up to approximately 290 mg/dl. Outcomes included self-treatment with oral glucose and subsequent corrective insulin delivered by the device, without alarms or hospitalization. Investigation included troubleshooting and user education, review of correction practices, and scheduling for therapy adjustment training. Investigation of this case revealed no device alarms or malfunctions reported and that contributing factors likely include exercise-related glucose variability and corrective dosing dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.